Event description:
During an in clinic follow up, a high capture threshold was observed on the left ventricular (lv) lead. The high capture threshold was suspected to be due to the lead contact. No intervention has been performed at this time. The patient was stable and will continue being monitored.